Event description:
The account alleged the bed exit is not functional. No pt impact.

Manufacturer narrative:
The technician found the cause to be user error, the account did not zero the bed scale. The technician in-serviced the account and zeroed the scale and the bed exit functioned as designed.